Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend (vse) instrument would not close and also the grip release slider would not work. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The vse instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. The instrument was found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, furthermore affecting the operation of the instrument¿s jaws. The jaws would not open when attempted. As a result of the grip ring screw dislodged, the grip ring also became dislodged. The vse instrument exhibited imprecise motion during gripping and un gripping. The instrument passed the recognition and engagement test. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion that was observed. The jaws failed to open properly.